Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion medically significant), abdominal distension ("abdominal distension"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("chronic tiredness") and groin pain ("groin pain"). At the time of the report, the menometrorrhagia, abdominal distension, dysmenorrhoea, fatigue and groin pain outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, groin pain and menometrorrhagia to be related to essure. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal distension"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("chronic tiredness") and groin pain ("groin pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, abdominal distension, dysmenorrhoea, fatigue and groin pain outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, groin pain and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. On 26-feb-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 28-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal distension"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("chronic tiredness") and groin pain ("groin pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, abdominal distension, dysmenorrhoea, fatigue and groin pain outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, groin pain and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal distension"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("chronic tiredness") and groin pain ("groin pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, abdominal distension, dysmenorrhoea, fatigue and groin pain outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, groin pain and menometrorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(6) ) on (B)(6) 2020. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal distension"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("chronic tiredness") and groin pain ("groin pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, abdominal distension, dysmenorrhoea, fatigue and groin pain outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, groin pain and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.